Event description:
It is reported during a screening colonoscopy using an evis exera iii colonovideoscope, debris was lodged in the auxiliary water channel at the distal portion of the scope causing the scope and the water irrigation pressure to be too high resulting in mucosal injury and minimal bleeding in the cecum. The patient required a second planned colonoscopy to re-evaluate/assess the injury. There were no identified issues during the second procedure.